Manufacturer narrative:
The investigation for the reported issue has been completed. The log confirms high purge pressure at the end of the case and shows a motor speed drop at the time that the purge pressure becomes high. Biomaterial and dried dextrose were observed in and around the purge gap. The pump was rinsed with water and biomaterial was still seen in the purge gap. The pump was attached to an aic and a purge cassette, and the high purge pressure was reproduced. The catheter was cut near the motor housing and fluid easily exited the catheter. The cause of the high purge pressure was biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Low purge flow throughout case. Dropped to <2ml/hour at the end of case and caused a high purge/blocked purge alarm. Impella cp was explanted and replaced with another impella cp. It was reported that the patient survived the procedure.